Manufacturer narrative:
Summary of evaluation:evaluation results suggest that this event would not be device related but rather would be associated with intra-operative procedures.

Event description:
When attempting to implant, the insert broke. Another insert was available and was used successfully. There was no adverse consequence for the pt or delay in surgery or anesthesia time.